Manufacturer narrative:
The field service rep was unable to determine a cause. He noted that he checked the sample flowpath, seals, pinch tubing, sipper nozzle, s/r probe and rack alignment. Performance tests were performed to verify analyzer operation. Results were within spec.

Event description:
User rec'd discrepant hcg-b results for one pt sample. Original result gave 25.32 miu/ml. The sample was repeated at the physician's request on (B) (6) 2009 recovering 23768 miu/ml when diluted. A corrected report was issued. There was no treatment administered or adverse affects to the pt based on the results generated.